Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that he believed the insulin pump was not reliably delivering insulin. The customer's blood glucose at the time was unknown, but the last blood glucose measured had been 85 mg/dl. Nothing further was reported.